Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-90a, UDI: (B)(4), serial: (B)(4), batch: 8583643. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
It was reported that the patient experienced skin erosion where part of one lead was sticking out of the patients skin. Surgical intervention was undertaken on (B)(6) 2023, where the entire system was explanted.